Event description:
The handpiece was activating intermittently when the handpiece was activated with the footswitch. The doctor used their spare footswitch to complete the case with no pt consequence. The black footswitch cable was faulty.